Event description:
Per the clinic, the patient was explanted due to migration of the electrode into the vestibular. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.